Event description:
It was reported that while using bd vacutainer® push button blood collection set, the cannula of one needle broke off. Needle broke through health professional's glove but did not pierce skin. The following information was provided by the initial reporter: "nurse was attempting to draw blood from patient. When attaching bd vacationer blood collection set to blood collection tube, needle broke through glove but not through nurses skin. No harm, but if nurse wasn't wearing gloves, the needle would have pricked her skin and caused a blood exposure incident."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for side-pierced sleeve was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw vacutainer tubes, and the issue of side-pierced sleeve was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode side-pierced sleeve. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the cannula of one needle broke off. Needle broke through health professional's glove but did not pierce skin. The following information was provided by the initial reporter: "nurse was attempting to draw blood from patient. When attaching bd vacationer blood collection set to blood collection tube, needle broke through glove but not through nurses skin. No harm, but if nurse wasn't wearing gloves, the needle would have pricked her skin and caused a blood exposure incident."